Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause is unknown. The device will not be repaired at this time since it is a stay-in unit. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with a failure. Service defined the vague condition to be an air-in-line alarm due to a broken air-in-line printed circuit board; service confirmed this to be a false air-in-line alarm. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.